Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Provocative testing was performed, and the noise was not reproducible. The lead was explanted and replaced to resolve the event. The patient was stable.